Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the manufacture representative that the controller was being used for training. The training participant made an inappropriate power connection and bent the pins in power port #2. The controller was unable to connect the power source to port #2. There were no effects on the patient and the affected equipment was used solely for training purposes. No additional information provided.

Manufacturer narrative:
It was reported that the controller had bent pins on power port 2. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the unit was not returned for analysis. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.